Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet sleep/wake button tended to be unresponsive when the device had been close to the body, consistent with a device key or button not working and associated with the switch component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available while the reported issue aligned with an unresponsive key or button involving the switch component. It was concluded, based on previously established findings for similar reports, that the cause was not established.